Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the event description that mention august. Block h6: imdrf patient code (B)(6) captures the reportable event of abscess.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar device placement procedure in (B)(6) on an unknown date. Around two weeks post procedure, the patient developed a pelvic abscess. The abscess was discovered during a control checkup. The patient was reported to be stable after the treatment with antibiotics.